Manufacturer narrative:
The electrode lot number and expiration date were requested but were not provided. The field service engineer checked and replaced the rinse tubings, adjusted the rinse nozzles, checked the cuvette filling, and checked the vacuum. He ran performance testing and precision checks that were acceptable. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen 2 sodium results from the cobas 6000 c501 module. Sample 1 initial result was 186 mmol/l and the repeat result was 140 mmol/l. On (B)(6) 2024, sample 2 initial result was 168 mmol/l and the repeat result was 144 mmol/l. The questionable results were not reported outside of the laboratory.